Event description:
When the defibrillator was charged to 300 joules, it was alleged the defibrillator would not discharge when the paddles discharge switches were pressed. A lifepak 300 automatic advisory defibrillator which was on scene was used to continue pt treatment. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the reported discrepancy, based upon a lack of pt viability.